Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port on the cassette broke. The tubing set was being used to deliver docetaxel 130/250ml, at an unspecified rate, for a duration of 1 hr. After an unspecified length of time, it was reported that the nurse returned the tubing set to the pharmacy with a report of a leak. The customer contact indicated that an unspecified volume of medication leaked from the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. No specific details were provided. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.